Manufacturer narrative:
The processor was returned for evaluation due to ¿picture slowly fizzled away." The reported complaint was not confirmed. Visual inspection of the device found no abnormalities as its interior and exterior parts are clean and intact. The front socket has minor lint inside but its contact pins appeared to be normal. The fans and its power supply are functional. The processor was then connected to our test light source, and burn-in testing together for six hours checking with our test scopes. Observed the color images appeared to be normal and stable, no picture fizzled away even though the videoscope paddle was manipulated. All input/output signals are working properly. Also, the white balance functions correctly. If displaying e311 ¿white balance (w/b)incomplete/ adjust white balance¿ as this is normal operation of the device, need to set the w/b as described in instructions for use. The processor is functional as intended. No further information was reported.

Manufacturer narrative:
Device has been returned for evaluation, however the device evaluation has not yet begun. No further information was reported. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a diagnostic esophagogastroduodenoscopy procedure, the device was having flickering image issues and the white balance was not working. The device was connected and set up properly. The patient was under anesthesia. The intended procedure was completed with the same equipment. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: since no abnormality can be found in the test results of the device in question, it is speculated that the poor connection of the video connectors due to the poor handling of the user caused the event in which the image did not show up. Since no abnormality can be found in the test results of the device in question, it is speculated that the white balance acquisition abnormality due to the user's handling abnormality caused the event in which the white balance could not be adjusted. We assume that there was no opportunity to update the software because there was no problem with the previous version of the software. The legal manufacturer reported that the following instructions regarding the attachment and removal of video connectors are included in the instructions for use. This could potentially prevent. Push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Push confirm that the "up" mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down. As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations.